Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, the plate of the awl broke off. In addition, the thread of the retaining sleeve broke off. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history review for this lot has been requested. Placeholder.

Manufacturer narrative:
Device is an instrument and not implantable. The manufacturing documents were reviewed and the parts were made with the correct material requirements, met the hardness, and met required specifications. No complaint related issues were found. An investigation was conducted and it states that at the holding sleeve the thread was broken. No deviation was recognizable during the review of the material and manufacturing documents. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.